Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would no longer communicate with external devices. It was confirmed that the ipg had become inoperable. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported observation of ¿ipg not communicating¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The cause of the device entering the service application state was due to the surgical procedures the patient stated having. Based on the diagnostic timestamps no communication or programming of the device occurred after 10/26/2019. This aligns with the patient having a surgical procedure in october 2019. There are no programmer logs available after october 2019 showing normal communication or programming of the returned device. Per clinicians manual arten600060791 rev. A - under warnings - there is sufficient documentation concerning the use of electrosurgery devices.